Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level medtronic extended and malfunction type (adhesive issue). See attachment medtronic extended adhesion complaint closure investigation for more information. Corrective and preventive action (CAPA) determination: during the investigation, trending was identified to be above the upper control limits as described in attachment medtronic extended adhesion complaint closure investigation. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers medtronic extended (ewis) products and the time period review. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: database-(B)(4) opened to review design inputs for 7-day adhesive. Database-(B)(4) opened to complete associated method validation and verification testing. Database-(B)(4) opened to review and update ewis risk management file with updated test. Results, and to correctly map harms and severities in line with ic portfolio. Summary conclusion: based on the lack of lot specific information, no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set tape not sticking leading to hyperglycemia. The blood glucose level was 1500 mg/dl at the time of event and the patient got treated with intravenous drip. Length of hospitalization was greater than 24 hours. No further information available.